Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - during the broaching portion of the procedure the trial became loose from the handle. When the surgeon tried to tighten the knob it was realized it had broken off in the broach.

Manufacturer narrative:
Additional narrative: see d4; d10; d11; h3. Manufacturer narrative: the reason for this event was due to attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. This event occurred during surgery near the patient. It was reported as a significant adverse event, however, there was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended and the instrument was inspected prior to use and was acceptable. A review of the device history record (DHR) revealed, when released for use, the item met design and manufacturing requirements. Complaint database review showed previous complaints on item 804-06-038 and no previous complaints on item 804-06-057, but there were no indications that these instruments have a design or material deficiency. Summary of complaints: 804-06-038 - finished goods.s102 - dull/worn 1; finished goods.s110 - threads damaged/galled 2 finished goods; s303 - broke/cracked/damaged 2: 804-06-057 - finished goods. S303 - broke/cracked/damaged 1 surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance.